Manufacturer narrative:
Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate severe mitral annular calcification, nonalcoholic steatohepatitis, and hypogammaglobulinemia could have contributed to the lvot obstruction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from patient support, according to the care advocate, the patient underwent transcatheter mitral valve replacement (tmvr) procedure and "died after the procedure." It was further explained that the patient was kept on life support following the procedure until official date of death. The exact cause of death was not provided however it was mention that "heart failure is number one". There were no allegations made against any edwards devices. Per medical record review, the patient expired 1 day post implantation of a 29mmm s3 valve in the mitral position via transseptal puncture as a valve-in-mitral annular calcification (vimac). The patient underwent a successful transcatheter mitral valve replacement with no documented complication. Postoperatively, the patient developed cardiogenic shock secondary to new-onset left ventricular outflow tract (lvot) obstruction. Echocardiography revealed severe left ventricular systolic dysfunction (lvef 15% by visual estimation) and a peak lvot gradient of 70 mmhg, with the prosthetic valve abutting the interventricular septum. Emergent alcohol septal ablation and intra-aortic balloon pump (iabp) placement were performed, resulting in a reduced peak lvot gradient of 49 mmhg. Despite maximal inotropic support, the patient's condition deteriorated in the ICU and resulted in death within hours.